Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Ptc investigation result was received on 13-sep-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events and lack of efficacy is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events/ lack of efficacy and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced pelvic pain. She got pregnant and had miscarriages. A hysterectomy was performed. Miscarriage is unlisted in the reference safety information for essure while the other events are listed. All these events were considered serious due to medical importance. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. Also, pelvic pain may occur with essure therapy. Therefore a causal relationship between the suspect insert and the reported events pregnancy and pelvic pain cannot be excluded. Spontaneous abortion is the most common complication of early pregnancy. Risk factors include maternal age, previous spontaneous abortion, smoking, low folate level, uterine abnormalities, fetal chromosomal abnormalities, maternal chronic disease (e.g. Polycystic ovary syndrome and thyroid dysfunction) and maternal infections. In this case, since no information on gestational age was provided and considering that a mechanical interference of essure micro-inserts in early developing pregnancy is unlikely, a causal relationship with suspect insert can be excluded. Since a surgical intervention was performed, this case was regarded as incident. Additionally, non-serious events were reported. Based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (case# FDA-2014-n-0796-0371, awareness date 20-aug-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube insert) inserted. Consumer reported that over 5 years ago, it was pushed on her as a safer easier alternative to having her tubes tied. It has caused nothing but problems. After it was implanted, she has experienced a myriad of problems ranging from pelvic pain, heavy two week long periods to passing clots the size of baseball's. She also experienced back pain, painful intercourse, bloating beyond belief, and more. She was (B)(6) and now facing a hysterectomy to get the things out of her. Not to mention the miscarriages she has had because the implants were not even preventing pregnancy. Company causality comment: this non-medically confirmed, spontaneous case report identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced pelvic pain. She got pregnant and had miscarriages. A hysterectomy was performed. Miscarriage is unlisted in the reference safety information for essure while the other events are listed. All these events were considered serious due to medical importance. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. Also, pelvic pain may occur with essure therapy. Therefore a causal relationship between the suspect insert and the reported events pregnancy and pelvic pain cannot be excluded. Spontaneous abortion is the most common complication of early pregnancy. Risk factors include maternal age, previous spontaneous abortion, smoking, low folate level, uterine abnormalities, fetal chromosomal abnormalities, maternal chronic disease (e.g. Polycystic ovary syndrome and thyroid dysfunction) and maternal infections. In this case, since no information on gestational age was provided and considering that a mechanical interference of essure micro-inserts in early developing pregnancy is unlikely, a causal relationship with suspect insert can be excluded. Since a surgical intervention was performed, this case was regarded as incident. Additionally, non-serious events were reported. A product technical analysis is being sought. No active follow-up will be pursued, as this case was identified during health authority website monitoring.